Event description:
Revision surgery - a greater tuberosity fracture caused superior humeral migration. The humeral head, pegged glenoid, and neutral neck were removed.

Manufacturer narrative:
The reason for this revision surgery was to address a fracture after 4.5 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number: one due to pain and one due to trauma. This is the first complaint for this lot number. The root cause for the fracture was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with this product. There are no indications of a product or process issue affecting implant safety or effectiveness.